Manufacturer narrative:
(B)(4). The sample was discarded. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse she was not aware of the 2240 alarm, however, the patient has resumed therapy. The nurse indicated that there was no patient injury or medical intervention associated with the alarm. No further information is available. This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Since the lot number is unknown a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported a system error 2240 during dwell 4 of 4. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) assisted in clearing the alarm, ended therapy, and advised to contact nurse. The hp stated they will complete therapy with manual supplies. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.